Manufacturer narrative:
Investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where if customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed that 19 latches were broken due to a reagent cassette that fell over in the reagent carousel. The issue occurred after an hil label made from a4 paper and tape came unglued. The issue was resolved by replacing the associated hardware that was damaged, and by ordering the avery l7060 labels that are recommended in the alinity ci-series operations manual. The issue occurred on the alinity ci-series scm module, serial number (B)(6). There was no impact to patient results, patient management, or user safety.